Manufacturer narrative:
Event date was estimated. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient's pump sounded different to auscultation according to the nurse practitioner who listens to all the patients' pumps. The patient reported feeling their pump since implant. There were no adverse health effects due as a result of the abnormal sound. No additional information was provided

Manufacturer narrative:
Section d4, h4: additional information investigation summary: the reported events could not be confirmed through this evaluation. In addition, a direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. The product was not returned for evaluation. The heartmate 3 lvas IFU and heartmate 3 lvas patient handbook instruct patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works. Even small changes should be reported.